Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm and a failed battery test. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was around 300 mg/dl. Customer's mother stated that the customer had a high blood glucose level due to not being able to use the insulin pump. During a follow up call, the customer's mother reported that the customer had been experiencing low blood glucose levels. Blood glucose level at the time of this incident was 62 mg/dl. Blood glucose level at the time of the call was 141 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin powered up properly. No failed battery test alarm noted during testing. All operating currents are within specifications. No button error alarm noted. All buttons functioned properly. However, the insulin pump had moisture on keypad traces. The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump had scratched case, cracked battery tube threads, cracked reservoir tub lip, minor scratched lcd window and cracked case at display window corner.